Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. During the evaluation of the device, the third-party service center visually inspected the device and found contamination tobacco and dust/dirt in the device. The device was scrapped.